Event description:
While syringe was used by rn, when drawing up ns, syringe leaks. This is a recurring problem. Multiple reports have been submitted to the manufacturer and product has returned. The problem continues and is unresolved.